Event description:
It was reported the lead was repositioned due to perforation. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.